Event description:
It was reported that the nurse stated they were trying to fill arctic sun device, but it would not take up water. They have been getting 02 low flow alerts. Advised 02 low flow alert was not related to the amount of water in the device. Had them drain pads and disconnect. Hypothermia rewarm patient temperature (pt) was 36c, targeted temperature (tt) was 37c. Walked through placing device in manual control at 36c. System diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 0, inlet pressure (ip) was 0, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3. Device alert 41 low internal flow. Screen locked up and unable to view system and pump hours. Advised circulation pump needs to be evaluated. Swap out devices and send this one to biomed labeled 41 (low internal flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to fill arctic sun device, but it would not take up water. They have been getting 02 low flow alerts. Advised 02 low flow alert was not related to the amount of water in the device. Had them drain pads and disconnect. Hypothermia rewarm patient temperature (pt) was 36c, targeted temperature (tt) was 37c. Walked through placing device in manual control at 36c. System diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 0, inlet pressure (ip) was 0, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3. Device alert 41 low internal flow. Screen locked up and unable to view system and pump hours. Advised circulation pump needs to be evaluated. Swap out devices and send this one to biomed labeled 41 (low internal flow). As per ucc notification received via task on 13nov2025, additional information from technician, it was reported that the arctic sun device would not fill and failed calibration error 2 (pre warm inlet pressure error). It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percent, inlet pressure (ip) was 0.0, flow rate (fr) was 0.0. Per sample evaluation results received via task on 20jan2026, it was reported that the circulation pump having seized bearings found in (B)(4).

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be reproduced. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that there were no issues with the screen. No repairs were completed as the reported issue could not be reproduced. It was reported that the nurse stated they were trying to fill arctic sun device, but it would not take up water. It was reported that the circulation pump had seized motor bearings. Device underwent pm program. Circulation pump was serviced. Circulation pump motor was replaced. Heater, manifold o-rings, drain valves, double bend tube and chiller evaporator tube were replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.